Manufacturer narrative:
The returned device was evaluated and returned with the needle mechanism in the not deployed state. The downlaoded data shows timeouts and a drivestall occurred during priming with early completion of first prime, resulting in the needle mechanism not deploying during second prime. To replicate this drive mechanism failure, the device was reset with the master pdm, connected to a different pdm, a unit of 5 bolus was successfully delivered. Analysis of the rerun data found some pulse width increases, but no timeouts, drivestalls or alarms were generated. The device was able to function with no obstruction or interference during its rerun. Inspection of individual drive components found a commutator cap finger with unknown fluid contamination/residue and some minor scratches. It cannot be confirmed if this finding contributed to the interference observed in the device's data and caused the needle to not deploy. Moreover, it is unknown if presence of the contamination diminished when the device was rerun enabling the drive mechanism to function properly during its rerun. The exact cause of the needle mechanism failure could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported a patient had a pod in which the cannula did not deploy.